Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for complex regional pain syndrome type I and spinal pain. The caller reported no telemetry with recharging. They stated that the patient attempted to charge the implantable neurostimulator (ins), but they were seeing the reposition antenna screen, and was not able to recharge. The caller stated that the patient is concerned the device could be damaged from the patient¿s fall. It was confirmed that the fall was unrelated to the device. The caller is not sure the last time the patient was able to successfully charge their device but indicated that it could be longer than a month. They mentioned that the patient turns the ins on/off as needed. The caller stated that the patient¿s back is hurting from the fall, and their left wrist swelled up. They noted that the patient slipped on the back porch and thinks they fell on the side where the ins is located. The caller stated that this was the patient¿s 3rd fall, but none of them were related to the patient¿s device. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.